Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to a routine device exchange, an increase in ventricular sensing and pacing threshold was observed. The electrical values were still elevated after the new device was implanted, however, no lead damage or dislodgement were confirmed. The lead remains implanted and the patient was stable.